Event description:
Health professional reported right side "capsular contracture baker grade IV." Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Initial reporter zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Awareness date updated to 31 jan 2023, when new information was received after update to reporting platform.

Event description:
Health professional reported right side device removal due to "capsular contracture," baker grade IV. Device was explanted, replaced, and discarded.